Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 400 mg/dl and the customer was in diabetic ketoacidosis (dka). Reportedly, the customer went to the emergency room (ER). The customer declined to provide any additional information. The customer continued to use their pump for insulin therapy.